Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, duringthe sixth inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another device. No patient complciations were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR. : the balloon is loosely folded with blood in the balloon and lumen. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous shaft kinks. Microscopic examination revealed that there is a balloon pinhole 65mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the sixth inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another device. No patient complications were reported.